Event description:
During verification testing at the service center, it was noted that the door roller was broken.

Manufacturer narrative:
The device mechanism was received at the service center. Testing and investigation found the device door roller was broken. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.